Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 1 complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 29-dec-2025 against "lot number 6012900 and similar malfunction code soft cannula bent/kinked/crimped after removal blockage, soft cannula found kinked upon removal from infusion site, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The review confirmed that lot 6012900 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 26-dec-2025 against "lot number" criteria equal 6012900 and similar malfunction, soft cannula bent/kinked/crimped after removal blockage, soft cannula found kinked upon removal from infusion site, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The count of complaint is 2. The complaint number is (B)(4), (B)(4). Device history record (DHR)review: the lot 6012900 was manufactured according to the work instruction (wi) version 77 manufactured in the line-5, on 05-may-2025 with a total of (B)(4) units. Gluing tube assembly: the lot 5d00821 was manufactured according to the wi version 67 manufactured in the machine sc09, on 29-apr-2025 with a total of (B)(4) units. The lot 5b05784 was manufactured according to the wi version 67 manufactured in the machine sc02, on 14-mar-2025 with a total of (B)(4) units. The lot 5d00617 was manufactured according to the wi version 67 manufactured in the machine sc09, on 02-may-2025 with a total of (B)(4) units. The lot 5a05932 was manufactured according to the wi version 66 manufactured in the machine sc09, on 25-feb-2025 with a total of (B)(4) units. The lot 5c05943 was manufactured according to the wi version 67 manufactured in the machine sc02, on 23-apr-2025 with a total of (B)(4) units. The lot 5a05937 was manufactured according to the wi version 66 manufactured in the machine sc09, on 26-feb-2025 with a total of (B)(4) units. The lot 5b04586 was manufactured according to the wi version 66 manufactured in the machine sc02, on 22-feb-2025 with a total of (B)(4) units. The lot 5d02822 was manufactured according to the wi version 67 manufactured in the machine sc02, on 21-apr-2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012900 and related malfunction codes for soft cannula issues. Two complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4).

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient had hyperglycaemia for which the patient visited emergency room and was stabilized in the hospital. The patient faced this issue with 7 infusion sets. The sets were found to be bent. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 06-jan-2026 against "lot number 6012900 and similar malfunction code (s): soft cannula bent/kinked/crimped after removal blockage, soft cannula found bent upon removal from infusion site, only these codes were considered since the complaint description mentioned a bent cannula. The review confirmed that lot 6012900 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 06-jan-2026 against "lot number" criteria equal 6012900 and similar malfunction code: soft cannula bent/kinked/crimped after removal blockage, soft cannula found bent upon removal from infusion site. Only these codes were considered since the complaint description mentioned a bent cannula. The count of complaint is 2 the complaint numbers are (B)(4). Device history record (DHR) review: the lot 6012900 was manufactured according to the work instruction (wi) version 77 manufactured in the l-5, on 05/may/2025 with a total of (B)(4) units. Gluing tube assembly: the lot 5d00821 was manufactured according to the wi version 67 manufactured in the machine sc09, on 29/apr/2025 with a total of (B)(4) units. The lot 5b05784 was manufactured according to the wi version 67 manufactured in the machine sc02, on 14/mar/2025 with a total of (B)(4) units. The lot 5d00617 was manufactured according to the wi version 67 manufactured in the machine sc09, on 02/may/2025 with a total of (B)(4) units. The lot 5a05932 was manufactured according to the wi version 66 manufactured in the machine sc09, on 25/feb/2025 with a total of (B)(4) units. The lot 5c05943 was manufactured according to the wi version 67 manufactured in the machine sc02, on 23/apr/2025 with a total of (B)(4) units. The lot 5a05937 was manufactured according to the wi version 66 manufactured in the machine sc09, on 26/feb/2025 with a total of (B)(4) units. The lot 5b04586 was manufactured according to the wi version 66 manufactured in the machine sc02, on 22/feb/2025 with a total of (B)(4) units. The lot 5d02822 was manufactured according to the wi version 67 manufactured in the machine sc02, on 21/apr/2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal blockage. Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012900 and related malfunction codes for soft cannula issues. Two complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.